Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was reported the device was disposed of by the reporting facility and is not recoverable. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number and/or serial number was not reported. Therefore the most likely root cause(s) are: user improperly manipulates catheter and/or guiding sheath. Catheter shaft damage caused by mishandling/improper storage. Poor fit of components or component damage causes user to exert excessive force inserting device (e.g. Kinks, bends, electrode damage, cuts). The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that during an atrial fibrillation ablation procedure, after successfully isolating the pulmonary veins in the left atrium via cryo balloon and doing a diagnostic electrophysiology study post ablation, the patient was noted to be hypotensive post-removal of all in-vivo catheter and a pericardial effusion was diagnosed via an intracardiac echocardiogram. The intracardiac echocardiogram catheter was inserted into the right atrium where the pericardial effusion was observed. The patient's activated clotting time was in the 300 range and protamine was administered. A pericardiocentesis was performed in order to stabilize the patient. At the time of the pericardiocentesis, the patient's activated clotting time was 165. The physician believed the pericardial effusion may have been caused by some difficulty while trying to manipulate the catheter across the tricuspid valve and into the right ventricle for the post ablation electrophysiology study. There was no extended procedure time reported and the procedure was completed successfully. These are commonly used devices that are readily available.

Manufacturer narrative:
The investigation is currently in progress. The investigation results will be submitted in a supplemental MDR.

Event description:
It was reported that during an atrial fibrillation ablation procedure, after successfully isolating the pulmonary veins in the left atrium via cryo balloon and doing a diagnostic electrophysiology study post ablation, the patient was noted to be hypotensive post-removal of all in-vivo catheter and a pericardial effusion was diagnosed via an intracardiac echocardiogram. The intracardiac echocardiogram catheter was inserted into the right atrium where the pericardial effusion was observed. The patient's activated clotting time was in the 300 range and protamine was administered. A pericardiocentesis was performed in order to stabilize the patient. At the time of the pericardiocentesis, the patient's activated clotting time was 165. The physician believed the pericardial effusion may have been caused by some difficulty while trying to manipulate the catheter across the tricuspid valve and into the right ventricle for the post ablation electrophysiology study. There was no extended procedure time reported and the procedure was completed successfully. These are commonly used devices that are readily available.